Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, the hospital staff noticed a kink on the distal shaft of the neuron max 6f 088 long sheath (neuron max). The damaged neuron max was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new neuron max.